Event description:
It was reported that the epicardial lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID # 4968-25. A proximal portion was received measuring 6 cm. A medial portion was received measuring 6 cm. A distal portion was received measuring 6 cm. Analysis was performed and no anomalies were found, the proximal conductor of the lead became extrinsically fractured due to melting, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implantable pulse generator product ID: adsr01 implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.